Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the bending section was damaged by application of physical stress during user handling. It was possible that damaged components of the bending section stuck into the bending section cover during user handling, leading to damage. However, the definitive root cause weas unable to be determined. The event can be prevented by following the instructions for use which state: "IFU: urf-v3/v3r operation manual chapter 3 preparation and inspection - important information ¿ please read before use_ precautions:do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Chapter 4 operation 4.1 warnings and cautions: operation :do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. :do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (damaged guide with bending) was confirmed. In addition to the broken bending tube with metal protruding through the bending section cover, additional evaluation findings were as follows: there was leakage in the bending section cover and leakage in the distal end biopsy channel. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an uretero-reno videoscope, the guide was damaged with bending. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the bending tube was broken with metal protruding through the bending section cover. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.